Event description:
It was reported that the patient¿s generator was explanted due to generator site discomfort. The explanted device is not available for return as the patient requested to keep them after explant. No additional information has been received to date.